Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery now alarm. The power management tool confirmed power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance to the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got a replace battery now alarm. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. They did not get a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. It was the second occurrence of the replace battery now alarm without a low battery alert. The insulin pump will be returned for analysis.